Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred frequently between (B)(6) 2025 and (B)(6) 2026. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, the patient experienced a diabetic coma. The patient could not recall the last cgm reading before the error occurred, nor the time elapsed between the sensor issue and the onset of the coma. The patient¿s sister called an ambulance. When ems arrived, they checked the blood glucose using a meter, but the patient was unable to remember the reading due to being unconscious. Ems administered IV glucose for approximately 6 hours. They suggested transferring the patient to the ER, but the patient declined. The patient eventually regained consciousness, though the exact duration was unknown. Before ems departed, the blood glucose was 194 mg/dl, while the cgm continued to display the same error. Despite the coma, the patient was reported to be in overall stable condition. The patient was still wearing the same sensor at the time of the report but was advised to replace it. No other details were documented. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, sensor error under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.